Event description:
The report indicated that ccp was circulating continuous warm blood retrograde when significant leakage was observed between the top cap to the housing. The device had been in use for approx. 2.5 hours when the incident occurred. The ccp reported that higher than normal pressures were observed throughout the case. The device was changed out with no patient injury.

Manufacturer narrative:
Although this was the first complaint of this nature, a corrective action was immediately initiated. Specifically, the cardio therm design bond was enhanced by increasing the bond surface area.